Event description:
During follow-up, oversensing was observed on the right ventricular (rv) lead. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
Additional information was received indicating the device was reprogrammed to resolve the event.

Event description:
During follow-up, post-paced t wave oversensing and fusion were observed on the right ventricular (rv) lead. Abbott technical support was contacted and recommended reprogramming, which was anticipated to resolve the event. The patient was stable and there were no adverse consequences.